Event description:
On (B)(6) 2026, a second triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient who was previously implanted with two triclips, coaptation gap, the posterior leaflet had two scallops, and an enlarged atrium. A triclip xtw was inserted without issues. However, difficulties visualizing the clip and difficulty grasping the leaflets occurred. After several grasping attempts, the clip was deployed on the tricuspid valve. However, post deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that the two previously implanted clips were not impacted by the slda clip. No additional clips were implanted, and the tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported difficulty grasping the leaflet and slda appear to be related to a combination of patient morphology/pathology and procedural factors due to difficulty visualizing the clip. The reported difficulty visualizing the clip appears to be related to patient anatomy and imaging quality. The reported unchanged tricuspid valve insufficiency/ regurgitation (tr) appears to be a cascading effect of the reported slda. Tr is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.